Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure of an implantable cardioverter defibrillator (ICD), after the left ventricular (lv) was connected to the ICD the lead exhibited rising thresholds and the patient encountered diaphragmatic stimulation. Adjustments to the lv lead output settings were made, and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead exhibited rising thresholds and the patient encountered diaphragmatic stimulation. Adjustments to the lv lead output settings were made, and the lead remains in use. No patient complications have been reported as a result of this event.